Manufacturer narrative:
MFR ref. No.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom (undetected downstream occlusion), caused by a failing downstream sensor. The failing downstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump did not detect a downstream occlusion alarm. There was no pt involvement.